Event description:
Report is for patient 1 of 2. 1.6 inr with protime system vs 2.4 inr with coagucheck system. Patient therapeutic inr range: not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint report from 2007-2008 in light of revised itc MDR evaluation procedures.